Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The customer obtained (B)(6) alinity I anti-hbc results for two samples/patients with each having a history of past (B)(6) previous anti core (B)(6). When they were processed on (B)(6) 2021, the results were ¿high (B)(6)¿, and according to the doctor and clinical history, they should each be (B)(6). Each specimen was retested on (B)(6) 2021, and the results remained negative (tested using two reagent lots and two analyzers). The following data was provided (s/co): (B)(6). Sid (B)(6) : (B)(6) 2021: initial (B)(6), retest (B)(6) (reagent lot 21027be00). (B)(6) 2021: initial (B)(6) (reagent lot 24312be00, second analyzer), retest (B)(6) (reagent lot 21027be00). After re-calibration with a new calibration lot: initial (B)(6), retest (B)(6) (reagent lot 21027be00). Sid (B)(6): (B)(6) 2021: initial (B)(6), retest (B)(6) (reagent lot 24312be00). (B)(6) 2021: initial (B)(6), retest (B)(6) (reagent lot 21027be00), retest (B)(6)(reagent lot 24312be00). After re-calibration with a new calibration lot: initial (B)(6), retest (B)(6) (reagent lot 21027be00). No impact to patient management was reported.

Event description:
The customer obtained false non-reactive alinity I anti-hbc results for two samples/patients with each having a history of past hepatitis b, previous anti core positive. When they were processed on (B)(6), the results were ¿high negatives¿, and according to the doctor and clinical history, they should each be positive. Each specimen was retested on (B)(6) 2021, and the results remained negative (tested using two reagent lots and two analyzers). The following data was provided (s/co): (<1.00 = nonreactive) sid (B)(6). (B)(6) 2021: initial 0.97, retest 0.98 (reagent lot 21027be00). (B)(6) 2021: initial 0.83 (reagent lot 24312be00, second analyzer), retest 0.88 (reagent lot 21027be00). After re-calibration with a new calibration lot: initial 0.90, retest 0.91 (reagent lot 21027be00). Sid (B)(6). (B)(6) 2021: initial 0.70, retest 0.68 (reagent lot 24312be00). (B)(6) 2021: initial 0.65, retest 0.70 (reagent lot 21027be00), retest 0.65 (reagent lot 24312be00) after re-calibration with a new calibration lot: initial 0.68, retest 0.65 (reagent lot 21027be00) no impact to patient management was reported.

Manufacturer narrative:
Investigation of the complaint issue included a search for similar complaints and review of complaint text, attached data, trending data, labelling, device history records and return specimen testing. Testing of two return specimens was completed. In house testing was completed on the specimens and confirmed the specimens were false non-reactive. Retained reagent kits of the complaint lots were tested for sensitivity. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. The clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lots is not negatively impacted review of complaint activity and trending reports did not identify any issues for the product. Device history record review for lots 21027be00 and 24312be00 did not identify any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot numbers 21027be00 and 24312be00 was identified. Note the second lot tested (21027be00) was documented in manufacture report number 3002809144-2021-00333.